Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report on (B)(6) 2015 that the time displayed on the receiver continuously resets. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device passed external visual inspection and photos were taken. A "call tech support" error message was observed on the receiver screen. In addition, err170 and err67 firmware errors were observed in the receiver download. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board.

Manufacturer narrative:
(B)(4). The returned complaint device passed external visual inspection and photos were taken. A "call tech support" error message was observed on the receiver screen. In addition, err170 and err67 firmware errors were observed in the receiver download. This complaint was deemed reportable upon completion of device evaluation on (B)(4) 2015. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.